Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom on (B)(6) 2015 on behalf of the patient to report a transmitter failed on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.